Manufacturer narrative:
Reliability analysis evaluated one opened and or used reservoir and checked reservoir snap-cap width dimensions. Reservoir failed due to being under inspection also performed using a new lab infusion set. Reservoir failed per inspection found reservoir to lose too connect and or release. (B)(4)..

Event description:
The customer reported via phone call of issues with their reservoir. The customer states the reservoir was connected to the connector and an attempt to set up was made, but the reservoir was loose and rotated. The device is being returned for analysis. No further information provided.